Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he programmed a bolus, but forgot to put the reservoir into the insulin pump. Blood glucose level at the time of the incident was over 600 mg/dl, which was to be treated with a manual injection. The insulin pump was not replaced or returned for analysis.